Event description:
It was reported that the patient's blood glucose levels reached over 350 mg/dl while wearing the pod between 4 and 24 hours on the leg. As treatment, pod was removed and a manual injection of insulin was delivered.

Manufacturer narrative:
The soft cannula leaked insulin through a tear in its unexposed portion, reducing the insulin reaching the client, resulting in the reported insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.